Manufacturer narrative:
The device br16011 has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During surgery, after the implantation of several electrodes, a discrepancy between the actual patient position and the patient position displayed on the device was noticed. At this step the patient registration phase was re-performed and then surgery was pursued. The post-operative analysis noted a deviation on the electrodes implanted before that the registration phase was re-performed.

Manufacturer narrative:
During the investigation for the inaccuracy issue it has been discovered a communication error occurred during the case due to a residual software bug. However the root cause for the inaccuracy has been identified in a use error, who did not check correctly the registration results during navigation step. Corrected data: date of this report, if follow-up, what type, device evaluated by manufacturer, evaluation code, date received by manufacturer.